Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1309504) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the left common femoral artery via a 6f sheath (model unknown). There was one sheath exchange from a 6f long sheath to a 6f short sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium at the arteriotomy proximal to the anastomosis of the femoral-femoral bypass graft. The vessel size was noted to be 5mm. Peri-procedure, the patient was anti-coagulated with 7,000 units of heparin. The patient regularly takes plavix and aspirin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician was following the procedure steps of tamping for 30 seconds, followed by 90 seconds of swell time. During the 90 second swell time, a 4cm hematoma was observed. The balloon was deflated and the device was removed. Upon deflating the balloon, bleeding was observed from the access site. Firm pressure was held for 5 minutes to try to facilitate hemostasis and resolve the hematoma but when the nurse released pressure there was immediate bleeding and additional swelling of the medial area. The patient was converted to 45 minutes of manual compression during which time the patient had a vasovagal response. The patient's pulse dropped to 36 beats per minute and his blood pressure dropped to 50/30. The patient was given two 0.5mg IV injections of atropine and 1400 cc of saline to bring his pulse up to 50 and his blood pressure up to 136/60. Approximately 20 seconds after the 45 minutes of manual compression, the access site began to swell and bleed again. Manual compression was held for an additional 30 minutes at which time the site was soft and dry. A sand bag was applied to the access site and the patient was transferred to the recovery floor. The patient was hospitalized. The patient's discharge date is unknown.